Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient had an inferior vena cava (ivc) filter placed due to multiple trauma and multiple fractures sustained in motor vehicle accident. Patient could not be prophylactically anticoagulated and was at high risk for thromboembolization. The ivc filter was deployed in the inferior vena cava below the renal veins. Patient tolerated the procedure well with no complications. Approximately nine years five months post ivc filter deployment, an x-ray of the abdomen demonstrated a fracture of several of the ivc limbs. Approximately nine years eight months post ivc filter deployment, the ivc filter was retrieved. Scout imaging demonstrated four detached filter limbs; one known to be located within the right psoas muscle belly and three detached ivc filter limbs were adjacent to the main portion of the filter. The most cranial and caudal limbs along with ivc filter were retrieved successfully. The remaining ivc filter limbs were unable to be retrieved. Investigation summary: the device was not returned for evaluation. One image was provided for review. Medical records were provided and reviewed. Based on the photo review, limb detachment is confirmed. Approximately nine years five months post ivc filter deployment, x-ray showed a fracture of several of the struts of the inferior vena cava filter. One limb had migrated inferiorly and lied adjacent to the l3 vertebral body. Approximately three weeks later, a physician reviewed the CT scan and opined that it showed that the ivc filter legs had protruded through the inferior vena cava and also one of the struts had broken off and migrated to the right psoas muscle. Approximately nine years eight months post ivc filter deployment, the ivc filter was retrieved along with two of four fractured filter struts. Therefore, the investigation is confirmed for limb detachment and perforation of the ivc. Additionally, based on the provided medical records, the investigation is unconfirmed for retrieval difficulties, as medical records reveal one successful attempt to retrieve the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011); (manufacturing date: 08/2008). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into the organs, the filter detached, and detached filter struts migrated into the right psoas muscle. Additionally, another filter strut migrated and embedded in the caval wall. Furthermore, the patient allegedly experienced abdominal pains. The detached filter struts in the psoas muscle and caval wall cannot be retrieved. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.